Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent has not dislodged from the balloon but is severely deformed at its proximal end, i.e. Several stent struts are bent. Judging from the x-ray markers, the stent is not displaced and could not be shifted. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped in the balloon. Outside of the deformed zone, the crimped stent diameter does not comply with the specification anymore. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During device introduction the stent dislodged from balloon inside the guiding catheter and was retrieved.